Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00074 and 3005099803-2012-00075 address these devices. It was reported to boston scientific corporation that two resolution hemostasis clipping device was used on (B)(6), 2011. According to the complainant, the clips would not deploy from the delivery system. The same problem occurred with both clips. The procedure was completed with another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly half deployed within the oversheath. Additionally, a kink was present in the control wire. The yoke, which was still attached to the control wire, was then actuated and deployed. The reported event of clip failed to deploy was not able to be confirmed. However, as evidenced by the kink in the control wire, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00074 and 3005099803-2012-00075 address these devices.it was reported to boston scientific corporation that two resolution hemostasis clipping device was used on (B)(6), 2011.according to the complainant, the clips would not deploy from the delivery system. The same problem occurred with both clips. The procedure was completed with another resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.